Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing along with high out of range lead impedance measurements greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and this product was surgically extracted. The high out of range impedance measurements were reproduced on the pacing system analyzer (psa). The product is not expected to be returned. No additional adverse patient effects were reported.